Event description:
Spontaneous communication from patient's daughter. Patient's daughter reported that the cadd ms3 pump (serial number unknown) alarmed for 'blockage detected- check tubing' and the infusion was stopped for about 1.5 hours. The patient consulted with the clinical nurse specialist who walked them through a pump and tubing change, which resolved the issue. There is no issue with the pump at this time. There were no changes to the patients health. The infusion is proceeding as expected at this time. No other information, details or dates are known at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Tubing lot# unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to cvs/caremark by pt/caregiver.